Manufacturer narrative:
A complete lead was returned in one piece. Visual inspection of the lead found clavicle crush damaging the outer insulation. The cause of the reported events was due to exposure of the outer coil at the clavicular crush region.

Event description:
Related manufacturer reference number: 2017865-2023-42383. It was reported that noise on both atrial and ventricular leads were noted. The leads were explanted and replaced successfully. The patient is in stable condition.